Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and ajust and mesh were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete voiding and voiding dysfunction. It was reported that the patient underwent vaginal mesh revision surgery with complete excision of tot mid urethral sling on (B)(6) 2015 by dr. (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrent with dilatation and curettage with hysteroscopy.

Manufacturer narrative:
Additional information. Additional narrative: it was reported that following insertion the patient experienced infection. No additional information was provided.